Manufacturer narrative:
Insulin pump was received with intermittent upper arrow button response due to moisture keypad traces. No unexpected number scrolling during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was unresponsive. The insulin pump was exposed with moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.